Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating the physician elected not to remove the device and will monitor the patient closely.

Event description:
Boston scientific received information that this pacemaker had rapid battery depletion. A device change out was scheduled simultaneously with a pending ablation procedure. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.